Event description:
The abbott field service representative (fsr) noticed fire coming out from the back of the architect i2000sr between the pump bay and fridge after turning on the power to the architect i2000sr. The architect i2000sr power was turned off immediately. Through troubleshooting, the fsr noticed a burn mark around the power plug, salt buildup and fluid. The fsr discovered the trigger drain was not inside the drain hole and caused leaking onto the fridge and bay pump area which shorted the power. Initially, the fsr was requested on site for power failures of the architect i2000sr. No injury was reported.

Manufacturer narrative:
(B)(4) - the trigger drain tubing was not inside the drain hole, which caused leaking onto the fridge and pump bay area. The likely cause of this fire/smoke issue was the trigger drain tubing leaking. Ticket trending data found no atypical complaint activity that could be related to the described issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified during this product evaluation. The issue was resolved after the replacement of the fridge and cleaning the pump bay area.